Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on october 03, 2023. The procedure was performed under local anesthesia, it was noted that the procedure was complete without major problems. Two weeks after the placement, a magnetic resonance imaging (MRI) was performed, it was noted that not hydrogel was not in the site that it was supposed to be implanted. Therefore, it was considered that the hydrogel might be implanted in an unintended site, however this information could not be confirmed. No adverse events were recognized this time. The cause of the disappearance could not be determined. It was reported that the patient received another hydrogel spacer implantation, no further complications with the second device has been reported. The patient was reported asymptomatic.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.